Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir nurse. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. A kink was noted at the blood inlet hole of the assembly. The angio-seal device was returned for evaluation. The sheath and locator were returned fully mated and with a kink at the blood inlet hole of the assembly. As the sample was returned kinked at the blood inlet hole of the assembly, the complaint can be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the components during insertion into the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: it was reported that the arterial locator would not enter the artery. The physician felt resistance in the common femoral artery while inserting the angio-seal. The arteriotomy locator became kinked and the physician traded out for a new angio-seal which entered the common femoral artery (cfa). The procedure was successful. There were no patient complications and no blood loss. The procedure performed prior to the use of the angio-seal device was a gi bleed procedure.